Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1543 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6). Device not returned for evaluation.

Event description:
It was reported by healthcare professional "the introduction needle was not smooth it appeared to have bevels felt on the underside of the needle." It was reported that this occurred with two devices. This report addresses the second device.